Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported error code. However, troubleshooting revealed that the temperature probe connections were causing intermittent readings. The temperature probes were cleaned and reseated and subsequent testing did not identify further issues. As the issue could not be confirmed, a root cause was not determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluation on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the patient circuit of the sorin heater-cooler system 3t during priming. There was no patient involvement.